Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to right side deflation. A rent on the posterior surface of the right breast implant was found as the apparent leaking area. Pt authorized implants to be sent to manufacturer-mentor inc.